Event description:
It was reported during the patient's procedure the physician was unable to implant the lead due to scar tissue near the intended implant site. The patient was previously implanted with another manufacturer's system.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.